Event description:
Customer reported damage to the rack pushrod, specifically noting that the pushrod gasket was loose with a piece visible underneath. Consequently, the customer was unable to load a cartridge. There was no reported adverse impact to the customer's blood glucose level. Technical support confirmed the pump required replacement and informed the customer accordingly. The customer was advised to continue using an alternate pump to ensure uninterrupted insulin delivery.